Event description:
Customer called to report a pod with a crackling sound during the fill process. She states that she was aware of the instructions not to wear a pod when this condition was noted, but decided she would go ahead and use the pod. After four hours her bg went into the 400's. No further problems reported.

Manufacturer narrative:
The product has not been returned so no evaluation was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.